Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained below the femoral head and bifurcation via a 6f terumo sheath. Peri-procedure, the patient was anticoagulated with aspirin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the "balloon ruptured as it came in contact with the sheath". The device was removed and since access was maintained the physician prepped and deployed a second mynxgrip vascular closure device 6f/7f. The balloon from the second device also "ruptured as it came in contact with the sheath". The second device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. No further complications were noted.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon distal tip, approximately 5.5mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. However, it was reported that the "balloon ruptured as it came in contact with the sheath" and damage was observed in the distal tip of the introducer sheath. The review of the lhr (lot f1227704) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00478 for the first device.